Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactudiic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, as reported, the cause for pvl was attributed to bulky annular calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure; human factors.

Event description:
As reported through the (B)(4), after deployment of a sapien 3 valve in an 80:20 aortic/ventricular, tee revealed moderate pvl. A decision was made to post dilate with an additional 3cc of contrast and the pvl remained unchanged. A decision was made to place a second valve. The valve was positioned on the top of the valve approximately 5mm more ventricular than the existing valve. The second valve was deployed. A positive capture and pressure drop noted during deployment. Second valve deployed 10% more ventricular than the first valve and landed 70:30 aortic/ventricular. A final tee showed mild posterior pvl and no cai. The patient was transported for post management care in stable condition. Per report, the cause of the pvl was due to native, bulky annular calcification. The native aortic annular diameter measured 25mm by tte and 22mm x 29mm with an area of 463mm2 by CT. As reported, the native valve and leaflets were severely (bulky) calcified and no calcification of the aortic root. The coaxial alignment of the valve and delivery system, and the image intensifier angle was good. During deployment ventilation was held and pacing capture was not lost.